Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. Development of infection at the sensor insertion site is a known and anticipated potential adverse effect. The user reported experiencing a skin infection at the sensor insertion site. The symptoms were managed under the direction of the user's healthcare provider, who initiated concomitant therapy for treatment.

Event description:
Senseonics was made aware of an incident where user reported skin infection at insertion site. The symptoms were managed under the direction of the user's healthcare provider, who initiated concomitant therapy for treatment.